Event description:
Complainant alleged that during biomed testing, the device's pacer output was incorrect. When set at 20 milliamps, the deviec displays 0 milliamps. Complainant indicated that there was no pt involvement in the reported malfunction.